Manufacturer narrative:
The product was received on 2/17/2016.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: prowler14 microcatheter (details unknown). New coil (details unknown).

Event description:
It was reported by the hospital contact that during the coil embolization, the coil (638cf0515/17072526) could not be advanced via the body of the prowler14 microcatheter (details unknown). Withdrew the coil and it was found stretched. Used a new coil (details unknown) to complete the procedure. There was no report on the patient injury. The patient is male and (B)(6) years old. It was initially reported that the product will be returned for analysis. An adequate continuous flush was maintained through the microcahteter. There was no clinically significant delay in the procedure due to the event.

Manufacturer narrative:
It was reported by the hospital contact that during the coil embolization, the coil (638cf0515/17072526) could not be advanced via the body of the prowler14 microcatheter (details unknown). Withdrew the coil and it was found stretched. Used a new coil (details unknown) to complete the procedure. There was no report on the patient injury. The patient is male and (B)(6) years old. It was initially reported that the product will be returned for analysis. An adequate continuous flush was maintained through the microcahteter. There was no clinically significant delay in the procedure due to the event. A non-sterile orbit complex fill 5x15 tdl was received coiled inside dispenser inside pouch in box of original packaging inside of a plastic bag. No damages were noted on the hub. The hypotube was inspected and it was found kinked at 16, 93 and 146cm from the proximal end of hub. The introducer was received zipped without any damage. The support coil was received partially outside of introducer and it was found without damage. The gripper and embolic coil were received inside of introducer. No damages were noted on gripper. The embolic coil was inspected through introducer and it was found stretched. The embolic coil was inspected through introducer under vision system and it was found stretched. The od from the delivery tube was measured and was found within specification. The failure reported by the customer as ¿detachable coil delivery system (dcs) ¿ impeded-in microcatheter¿ could not be evaluated due to the conditions of the support coil outside of the introducer and coil stretched condition. The failure reported by the customer as ¿coil- unraveled/stretched was confirmed during the microscope analysis. The damages noted on the received device were apparently caused by applying excessive force on it. Neither the DHR review nor the product analysis suggests that the failure experienced by the customer is related to the manufacturing process. Additionally; controls are in placed at the final assembly and packaging processes to detect these kind of issue; handling and procedural factors could be contributed to this condition. Therefore, no corrective or preventive actions will be taken.